Event description:
It was reported that the patient didn't feel that he was getting adequate relief of his spasticity and thought the pump wasn't working. The hcp reported that the patient had hypertonia, increased pain, and decreased mobility. A catheter dye study was performed (date not reported) and was normal. A pump rotor study was done (date not reported) and was normal. A computerized tomography scan (date not reported) showed no return of cerebral spinal fluid. The patient was scheduled for a catheter replacement. The pump was used to delivery lioresal.